Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 12/08/2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and no physical damages were noted on the outside of the platform. Visual inspection of the internal device showed fluid ingress and internal metalized coating corrosion was observed. A review of the archive was performed and no discrepancies were observed. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up. Further investigation indicated that the processor board and the cable from the load cell amplifier to the processor board were defective. Replacing the parts remedied the ua7. The platform passed the load cell characterization test. Based on the visual inspection, the internal blood contamination was removed and the blue case and associated parts were replaced. Additionally, the power distribution board was also replaced. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during functional testing. After replacement of the part identified during investigation, the platform passed all final functional testing criteria. (Please note that this report is a duplicate to MFR # 3010617000-2015-00518. The customer reported the event twice on two separate days.)

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that when the autopulse platform was powered on, the user control panel and the light emitting diodes (leds) were illuminated. However, after the start/continue button was pressed, the autopulse initiated compressions then stopped and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. It was also reported that a fully charged battery that worked with another autopulse was in use when this message occurred and the training lifeband was placed in the correct position. There was no report of any patient involvement. No further information was provided.